Event description:
Customer reported unexpected negative reactions during antibody screening. A pt pretransfusion sample was negative for antibody screen and the pt was transfused. A posttransfusion sample, at another facility, was positive for antibody screen, using the gel method and test tube method. Anti-c and anti-e antibodies were identified. The pt did not have a transfusion reaction.

Manufacturer narrative:
The customer retested the pretransfusion sample using peg and observed weak reaction at iat. An autoanti-c and -e antibodies were identified during add'l testing. It is possible the complaint was due to the nature of the sample. Only the post-transfusion sample was returned for investigation testing. The sample was tested with returned and retention panoscreen. Variable reactivity was observed at iat.